Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that the patient was seen by a retinal specialist; there was no retinal pathology to explain the postoperative refraction.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/13/2009 by phone, fax, and mail. A completed questionnaire was received on 03/26/2009.